Event description:
It was reported the patient lost effective coverage due to the migration of the lead. The issue was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2018 during which the existing lead was explanted and replaced. Effective therapy has been restored.

Manufacturer narrative:
In the initial report the date of surgical intervention was reported as (B)(6) 2018, whereas the actual date of intervention was (B)(6) 2018.